Manufacturer narrative:
Corrected information: foreign, health professional, user facility. Investigation summary: a review of the complaint history, documentation, instructions for use (IFU), drawings, quality control data, manufacturing instructions and a visual inspection of the returned device were conducted during the investigation. The catheter tubing was returned in used condition with biomatter present; the adapter was not attached to the tubing and was not returned. The tubing appeared to have separated cleanly from the adapter. The tubing where the adapter would connect appeared distressed; it had a slightly "chewed up" appearance between the suture and the end of the tubing. Additionally, a document based investigation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record could not be reviewed for non-conformances or other reported complaints as no lot number was available. Based on the information provided, examination of the returned product showing that the device likely experienced excessive pressure/forces, and the results of our investigation; the root cause has been determined to be related to product use and handling. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient had a thal-quick chest tube implanted for pleural drainage. The date of implant was not provided. The patient was assisted to the bathroom. The patient or caregiver accidently placed traction on the device while the patient was in a bathroom. The customer stated that "there was complete separation inside the icc (intercostal chest tube) at the point where the 14 fr diameter tube is housed within the tapered drainage tip (the end the uwsd (underwater seal drain) can connect to.) This reportedly led to an open-ended icc to the atmosphere and could not be reconnected in any way. There was no patient harm in this event." The device was explanted at an unknown time following the event and replaced with a new device. The device is reportedly available for evaluation; however it has not been received by the manufacturer as of the date of this report. The physician stated that such an event "usually this results in partial or complete dislodgement from the chest or, if incorrectly taped, disconnection from the uwsd."